Event description:
During installation of the device, a failed power supply was observed. The heart lung console is fully functional with one of two power supplies operating, however, without the second power supply, the backup battery power source cannot be recharged. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.